Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer that while in use on a patient, the screen of this 840 ventilator had "frozen", parameters could not be adjusted, respiratory waveform remained unchanged, but device did not issue any alarms. The patient was removed from the ventilator and was placed in an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated section d4 unique identifier (UDI): updated section h6 evaluation codes were updated due to customer evaluation of the device. Method code (annex b) remove b17 and add b13 result code (annex c)remove c20 and add c13 h3 it was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer that while in use on a patient, the screen of this e360 ventilator had "frozen", parameters could not be adjusted, respiratory waveform remained unchanged, but device did not issue any alarms. The ventilator was not made available to medtronic for evaluation. It was reported that the customer ¿conducted maintenance and ventilator was returned to normal¿. Though requested, specific evaluation details were not provided. With the information available, the investigation could not confirm the reported event or determine the potential cause due to insufficient information. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update: it was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer that while in use on a patient, the screen of this e360 ventilator had "frozen", parameters could not be adjusted, respiratory waveform remained unchanged, but device did not issue any alarms. The patient was removed from the ventilator and was placed in an alternate ventilator without injury.